Event description:
It was reported that a trulign lens trailing haptic sheared off while implanting the lens. The incision was enlarged but no sutures were necessary. The lens was safely removed and replaced with a back up lens. This report pertains to the pt's right eye. Please reference MDR# 2031924-2014-00035 for the delivery device used during this event.

Manufacturer narrative:
The lens has been returned to b+l and in currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.